Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6) , used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a software bug. Based on the investigation, no further containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori-assisted tka, surgeon went to take his tibial check point using the real intelligence cori and received an internal error: the system has detected that the application unexpectedly exited. Per the engineer they could have a compromised tracker. Surgery was performed after a non-significant delay and rebooting, with the same device. Patient was not harmed.